Manufacturer narrative:
The customer returned the balloon to olympus canada for replacement. An evaluation of the returned device was not completed as of this date. The device history review (DHR) showed a manufacturing and quality control review was performed for the affected lot number without showing any non-conformities or deviations regarding the described issues. The instruction manual warns users ¿balloons can easily break. Do not poke the balloon by using a sharp object, and please handle it with great care." The root cause was not identified. The probable cause is related to handling after shipping the product.

Event description:
The user facility reported that during an ebus diagnostic procedure, the balloon had a hole in it. The procedure was completed. There was no patient injury or harm. No additional information was provided.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation and legal manufacturer¿s investigation. The suspect device was returned to olympus and evaluated. It was noted that the balloon original packaging had already been opened, and stapled on top, but no puncture mark was found on the packaging. The balloon was then inspected under a microscope and a hole in the balloon body was confirmed. The hole appeared to be a deep puncture. No trace of moisture inside the balloon was observed. The front band and rear band were observed in normal condition as both ends fitted correctly into the distal end of the test ultrasonic endoscope, bf-uc180f, without a problem. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was user handling.